Event description:
Customer reports shunt failure or obstruction within the device. Reports pt has nph, had elevated protein levels, and has experienced multiple shunt failures. Also reports pt would generally improve with new shunts then have gradual increase of shunt failure symptoms. Reports this shunt appeared to be functioning during explant investigation.